Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the trailblazer not angled support catheter. Survey results received for an interventional cardiologist practicing in germany who within the last 12 months used a trailblazer (not angled) catheter in 30 procedures to guide and support a guidewire during access of the vasculature, to allow for wire exchanges, and/or to provide a conduit for the delivery of saline solutions or diagnostic contrast agents. During use of the trailblazer device the following adverse events/complication was reported: perforation and vessel rupture (2 occurrences, 1 of which were related to the device itself). This perforation complication was reported to be somewhat concerning